Event description:
Caller indicated the relion prime meter was giving variable readings. Caller reported having readings of 34 @ 6 pm then 34 @ 6:02 then 359 @ 6:05. Each test was a different lancet, the 34's were on left hand, 359 was on the right hand. Not on oxygen therapy. Used an alcohol wipe and new lancet for each test, let alcohol dry completely before testing. Test strips are stored in original container in bag on the kitchen table. Says this has happened before, where it gave a weird reading and then had issues getting test strips to give a reading. She does not trust meter since it gives these "weird" readings on occasion and is insisting on a replacement. She was very agitated and upset about all of the questions we were asking and stated a few times that it wasn't right that we asked everything when she just wanted a new meter. I explained that we'd replace the meter but had to ask questions for FDA compliance. Customer was not cooperative. I explained also the importance of running a control solution test as well when there are new strips, the meter gets damaged, or when she feels like the reading is off.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification.